Event description:
Customer reported results of 332 mg/dl and 57 mg/dl within 10 minutes on the aviva system. Although 332 mg/dl was not consistent with symptoms, pt retested and self treated. Customer also reported results of 302 mg/dl and 134 mg/dl within 10 minutes on the aviva system. No adverse event reported. A request was made for the return of the system, replacement was sent.